Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station connectivity was lost. A technical support specialist checked both the device and the server and confirmed that the station was communicating properly with the server, verified this with the senior agent, who confirmed there were no errors reported on the station, reviewed the database synchronization service logs for the timeframe when the issue occurred and checked for any error messages displayed on the screen, then changed the database synchronization service startup type to automatic and restarted the service. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station connectivity was unavailable, with the last communication recorded more than 4 hours prior. Warm reboot was performed twice, and a cold reboot was performed once however, the issue persisted. Data ports were checked during troubleshooting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.